Event description:
User reports pt calcium results 1.0-1.5 mg/dl higher than expected, exact number of samples is unavailable. No adverse events reported in association with the incorrect results. The investigation unit advised increased analyzer maintenance as investigation revealed insufficient maintenance was performed by the customer.